Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they had been getting to the point where they wanted to have the system removed however they would follow up with their managing hcp about a potential reprogramming session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that lately the patient's ins was not able to control their bladder urge and they were going to the bathroom more often. They had tried increasing stimulation as the manufacturer representative had advised, but when they increased stimulation it was "vibrating" in their "crotch" and was uncomfortable. They noted 0.9 volts was the maximum they could tolerate. They decreased stimulation when this occurred and then stimulation was comfortable. They denied any recent trauma/falls. They had lower back pain that started in december (confirmed back pain was unrelated to device/therapy) and were told by an orthopedic doctor to use a heat pad on their back due to this. One night when they used the heat pad "to the maximum," they felt that skin was burning in the area of the implant where the heat pad was placed and think it was too strong. The patient stated they had three layers of clothing in between the heat pad and their skin when this occurred. They were concerned the heat pad may have damaged the implant. This all started "about like four weeks" ago, but the patient did not confirm the year. It was recommended they have their healthcare provider check the ins. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). They reported that they were not aware of the issue. They had just spoken to the patient over the phone that morning and noted the patient had a follow up appointment scheduled with their doctor for (B)(6) 2021, where they would check to ensure the device was working properly and make any programming adjustments if need be.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that there were no damage done to the implantable device. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.